Event description:
It was reported that the patient¿s catheter, the previous 8709, was revised on (B)(6) 2013. The 8709 was damaged and spliced during a spinal fusion surgery when the patient was fused from t4 to sacrum in (B)(6) of 2013. The patient did not seem to be getting adequate relief and it was decided to replace the catheter with an 8780 which occurred on (B)(6) 2103. Since that time, the patient had swelling due to fluid in the pocket area and was not getting much perceived efficacy or adequate relief from the gablofen as there was increased spasticity. The representative was told the pocket was to be opened to evaluate the issue and the plan was to replace the pump. The neurosurgeon first accessed the intrathecal space to collect some spinal fluid and sent it to the laboratory for testing and check for the presence of gablofen. In addition, at least 30cc's of fluid were also aspirated from the pocket. This fluid was brownish colored and that too was sent for testing. There are no results at this time. It was unclear why the pock et was filling and it was unclear if this was a connection issue with the catheter, a pump issue or cerebral spinal fluid leaking back. The surgeons decided to just replace the pump and send it back for analysis. However, there was reported concern about the connection point with the catheter; though the catheter spun freely and was connected they thought it came off too easily and thought maybe it could have seeped. Of note, this catheter was aspirated with the new pump attached without issue. No dye or rotor study was performed. This device system delivered gablofen. The patient was reported as alive with no injury. It was further reported that this was a prophylactic removal of the device due to the pocket being full of fluid. There was no patient injury. In addition, it was reported that they removed additional catheter to remove excess. It was clarified that it was unknown if it was a catheter issue as the 8709 catheter was connected and rotated freely at the pump and was aspirated when it was placed on (B)(6). It also aspirated clear csf when connected to the new pump. It was unclear as to what the patient¿s current status/outcome was. Baclofen was put in the new pump.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial number updated for catheter. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the pump revealed no anomalies. A portion of the catheter was returned. Analysis revealed acceptable testing of the incomplete returned catheter portion.